Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain and chronic low back pain. It was reported patient had difficulty with recharging. Patient noted the controller charged itself, but the recharger cord was not working to charge the ins since 2019, a couple months ago, controller said to reposition the recharger. Patient noted the last 2 nights, it would not work at all to connect and charge her ins. Patient called rep and did some troubleshooting. It was noted controller screen showed reposition antenna. It was mentioned the fall was related to this issue. Patient reported she just had surgery on (B)(6) 2019, 2 weeks ago on her hip- they had to ¿re-do¿ a really bad surgery that resulted from a fall where patient broke ¿both sides of her body¿ and patient noted she was fine now. A replacement recharger would be sent, recharger was not connecting to implant. Additional information from patient indicated the li battery had to be taken out 4 to 5 times to reset the controller since 2019. Patient was concerned the li battery was not good. A replacement controller battery would be sent. Additional information from patient on (B)(6) 2019 indicated patient had not gotten equipment yet and had not had stimulation, patient was in pain. (B)(6) tried to deliver at noon, sign for it and attempted tomorrow. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from patient was received. When asked the circumstance that led to no stimulation and the fall was result of no stimulation, patient stated my disc device stopped working after 1 and ½ years. It was mentioned patient called manufacturer for a replacement, it helped. Patient stated the replacement of the recharger and controller battery resolved the no stimulation. No further complication was reported.

Event description:
Information was received from a patient. It was reported that the controller was able to charge itself, but the recharger cord had not been working to charge the implantable neurostimulator (ins) since a couple of months prior to the date of this report. The patient stated that the recharger would not connect to the implant and a screen displayed on the controller indicating to reposition the recharger. For the past two days prior to the date of this report, the recharger was not working at all to connect and charge their ins. Troubleshooting steps were performed and the patient noted seeing a ¿reposition antenna¿ screen on the controller. The patient also stated that their lithium battery pack had to be taken out four to five times to reset the controller since the issues all started and they were concerned that the battery was not good. The patient was redirected to the repair department and a replacement recharger and additional lithium battery pack were requested. It was further reported on (B)(6) 2019 that the patient had not received their replacement equipment yet and had not had stimulation. The patient also stated that they were in pain. It was noted that the patient called back on (B)(6) 2019 to confirm that the repair department received the recharger cord that the patient returned. It was confirmed that the external device was received on (B)(6) 2019. Additional information was received from the patient on (B)(6) 2019. It was reported that their disc device stopped working after a year and a half, which may have led to their issues. After receiving a replacement controller and battery pack, the patient¿s stimulation issue had been resolved. No further complications were reported or anticipated. Indications for use are spinal pain and chronic low back pain. See h10.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may have malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. H6: additional review indicated conclusion code 67, method code 4117, results code 3221, and device codes c63026, c62819, c63173, and c63271 are no longer applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.